Event description:
See initial report.

Manufacturer narrative:
H11. The encoder was replaced as a precautionary measure, and the unit was returned to service, after performing all the functional tests with positive results. A review of the device¿s service history confirmed that no similar events have been reported since device date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on investigation findings, the reported failure was traced to a temporary failure of the shaft angle encoder. Wearing of electro-mechanical devices, that can be originated by the specific use conditions at customer's site, may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that the s5 hlm roller pump speed value could not be set at 0 rpm. Reportedly, the issue could not be reproduced during field service engineer inspection. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided h11 livanova deutschland manufactures the s5 cp control panel, the event occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.